Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and cooling fan always active. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.